Event description:
It was reported that the pt experienced a loss of therapeutic effect 2 days after having a CT scan and diagnostic ultrasound. The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).